Event description:
Rptr noted pt developed endophthalmitis following cataract surgery on 9/10/97. This pt became ill fourteen days following surgery. Vitreous clouding and worsening vision were noted. Pt was hospitalized and treated. Vitreous culture is positive, but no organism has been identified. A vitrectomy has been performed.